Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurs.